Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the treatment of postpartum hemorrhage using a cook bakri postpartum balloon with rapid instillation components, the device leaked. The balloon was placed with sponge forceps. The leaking was noted when the balloon was inflated to 350 ml. The device was immediately removed and the vertical rupture was discovered. The blood loss prior to placement of the balloon was 500 ml as estimated by the physician. Hemostasis was achieved by using a new bakri device. No known adverse effects were reported due to the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.

Event description:
Additional information was received on 13nov2019: the blood loss volume after device placement was not measured "due to the emergency of the situation." It was confirmed that there were no adverse effects to the patient due to the alleged malfunction.

Manufacturer narrative:
Ec method code desc 5: communication/interviews (4111). Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, trends, specifications, communication/interviews, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was returned in used condition. The stopcock was attached to the inflation line and noted to be in the closed position. A 6cm perpendicular split was observed starting at the top of the balloon material. There were no foreign marks, such as grasper marks, visible on the surface of the balloon material. The distal end of the split had a punctured appearance. A functional test was performed on the open device was inflating the balloon with 150ml of tap water. A leak was confirmed in the proximal end of the balloon material. Under magnification, grasper marks were observed on the balloon material. One of the grasper marks punctured the balloon and caused it to leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. Warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and investigation of returned device. Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.